Event description:
(B)(4). Incident occured in france. Complaint description: "malunion of the cuff tear fixation reoperation (B)(6) 2025". Product: unknown compositcp suture anchor double loaded with broadband tape (sliding) - no item/lot identification provided country of event: france date of implant: (B)(6) 2024. Date of event: (B)(6) 2025. Malunion of the cuff tear fixation; reoperation performed postoperatively. No additional information is available.

Manufacturer narrative:
As of (B)(6) 2026, there is not enough information about the implanted device: it is not possible to verify the manufacturing data. To complete our investigation, additional information was requested: 1. Was the first surgery, which took place on (B)(6) 2024, performed at the same facility? 2. What was the batch number of the device used? 3. According to a surgeon's opinion, what could be the potential cause of this rotator cuff tear? 4. The reoperation took place on (B)(6) 2025, and the incident was reported in (B)(6) 2026: what caused this delay in reporting? 5. What did the follow-up procedure involve? Removal of the device? A new repair? 6. November 2024: bone quality for insertion zone? (Dense, medium, weak). 7. Could the incident (rotator cuff rupture) be related to a malfunction of the device? 8. Are there any x-rays, mris, or photos available? 9. Did the health care facility declare this incident to the national competent authority? 10. If so, what is the ansm file number? Device not available. ____________________________________________________